Event description:
This case, reported by the pt, concerns a pt who experienced high blood sugar levels. Pt was receiving lispro (humalog) and human insulin isophane suspension (humulin nph) via a pen injector device (humapen ergo) for treatment of diabetes. The pt does not live alone and monitors blood glucose. According to the pt, pt was trained on the use of the humapen by a nurse and has demonstrated ability to use the device. Pt notes that pt primes the humapen prior to each injection and pushes down on the injection button to administer the dose. Pt has never used any other type of insulin injector device. It is unknown if pt was taking any other medications. In 11/2000, during treatment with lispro 2-18 units three times per day and humulin nph 24 units at bedtime via the humapen the pt experienced elevated blood sugar levels of 20 -35 mmol/litre for approx one week. Pt was hospitalized and when insulin was administered in the hosp the pt blood sugars returned to normal. The pt suspects the humapen was malfunctioning as the pen clicked while pt pushed down but the lead screw did not push any insulin out. In 11/2000 the pt returned the humapen to the pt's pharmacy. This case will be submitted to the appropriate regulatory authority device div and will not be submitted to the drug div. Update 2/2001: add'l info rec'd in 2/2001 from the pt. Added the pt's device use techniques, blood monitoring and other relevant history. Added pharmacy contact info.